Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) normal depletion - meets expected longevitydo not appprove-hold for (B)(6).

Event description:
It was reported that the right ventricular lead had low sensing, low impedance and high thresholds in the bipolar configuration. The lead was capped and replaced. It was also reported that the device had no magnet response. The device was explanted and replaced. The patient had not been seen for a follow-up visit for approximately six years. No patient complications have been reported as a result of this event.